Event description:
The customer states that one pt sample generated a potassium result of 6.2 meq/l on the aeroset analyzer. The result was not reported out of the lab. The sample repeated at 3.9 meq/l on another aeroset analyzer in the lab. The sample was repeted again on the initial aeroset analyzer and generated a result of 3.7 meq/l. Controls have been within specifications. There is no impact to pt management reported.